Event description:
During a laparoscopic cholecystectomy procedure, the clips did not advance properly. The surgeon used a new instrument to complete the procedure. The hosp has reported that no pt injury occurred.